Event description:
It was reported that, during a meniscus repair, after the initial insertion and successful deployment of the first peek anchorof one (1) fast-fix 360 curved, the device's internal "clicker" mechanism seized. When attempting to advance the t2 implant, the slider became unresponsive and failed to lock into the secondary position. Despite applying standard pressure, the internal suture-advancement drive did not engage, leaving the second anchor trapped within the curved needle lumen. The device had to be withdrawn from the joint space. The procedure was performed, with a 20-minute delay, using a similar s+n back-up product. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.